Manufacturer narrative:
Other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this  report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device overheated during operation. The experienced surgeon was aware of double click mechanism. Overheating was worse with angled burr. There was no patient impact.

Manufacturer narrative:
H3 the product analysis result indicates that 1845000: analysis found that the drill pre repair temperature test at 1min to be 83.5 deg f. The handpiece assembly graphics was faded and had cosmetic damaged. 1845010: analysis found that the straight attachment was corroded, components broken /displaced inside the nose con and unable to insert the burr. 1845020: analysis found that the angled attachment could not confirm the reported fault. The base was corroded inside, attachment locking mechanism was found to be jammed, and the burr was not seating in securely. H6: additional information suggest that fdm b21, fdr c21, fdc d16 are no longer applicable to this event. The following codes are only applicable to 1845000 fdc d1102, fdr c1101 and fdr c06 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up it was reported that the double click mechanism refers to the two clicks that one hears when the burr is properly locked into the handpiece ¿ one when inserted, a second when twisted and locked. A backup device was not used as the customer don¿t have one. The surgeon persevered by constantly changing the burrs when the unit became too hot.